Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer. The customer stated they changed electrodes and changed probes on the analyzer. The fse identified the failure mode as faulty carbon bridge and a hardware malfunction due to use error. The fse found the na electrode was incorrectly placed in the calcium (ca) electrode location, the o-ring for the chloride (cl) electrode was pinched, and the carbon bridge needed replacement. The fse properly reinstalled the ca and na electrode and replaced the carbon bridge to resolve the issue. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported obtaining false low sodium (na) patient results generated with zero anion gap results involving the dxc 600 pro clinical chemistry analyzer. The customer repeated the sample on another system with results considered correct the customer stated the false low na results were reported outside of the laboratory and were later corrected. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient which indicates low potassium, chloride and biocarbonate results were also affected.